Event description:
Report states that repeated exposure to antigenic natural latex such is found in latex surgical or examination gloves has led to the developement of latex allergies. No actual manifestation of reaction is specified or otherwise described. The diagnosis was made via rast test in 1999.